Manufacturer narrative:
The insulin pump passed unexpected restart alarm test, no alarms noted. The device downloaded properly. However, displayable history crc check failed on startup alarms noted in alarm history due to corrupted history files. The device also had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an unexpected restart alarm that would interrupt her ability to upload data from her insulin pump to her software. Nothing further reported.